Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported, the rubber casing of the cable was broken. No other details regarding the nature of the event were provided. Since this event occurred after cardiopulmonary bypass, there was no pt involvement during this event.